Manufacturer narrative:
The device was returned and evaluated. The threads were seen to be damaged. It is likely the inserter was off-axis or misaligned when attempting to connect with the threads of the spacer. This would cause the peek threads to strip. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported two spacers were cross-threaded during attempted assembly with the inserter during surgery. A third spacer was used to complete the procedure. There were no reported patient impacts. This is report two of two for this event.

Event description:
It was reported two spacers were cross-threaded during attempted assembly with the inserter during surgery. A third spacer was used to complete the procedure. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported two spacers were cross-threaded during attempted assembly with the inserter during surgery. A third spacer was used to complete the procedure. There were no reported patient impacts. This is report two of two for this event.